Event description:
Gold-plated copper eeg disc electrodes used with lemon prep (corporation), signa gel (laboratories), and collodion (manufacturer unk). Skin preparation and electrode attachment procedures unk. Electrodes used on three pts for three days, resulting in minor head sores treated topically.